Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation the atrial lead exhibited a sensing anomaly and high impedance. The device was reprogrammed, no patient symptoms were noted.